Event description:
It was stated that leakage of the medicinal solution occurred from the area around the base of the outer barrel immediately after the indwelling procedure. This occurred during infusion at the facility. There was patient involvement, with no patient harm or adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.